Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece became hot during use of the instrument and also the drill elbow ( bur ) was found stuck and could not be replaced. There was no patient impact. The handpiece was being used less than one minute when the overheating was noticed. The device was being run in reciprocating run mode. The user was able to remove the bur which was stuck in the handpiece and the device is working as intended.